Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 failed and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and was not detected on bus. A field service engineer (fse) troubleshot the issue with drawer 5.2 not being detected on the bus and found a damaged retractable band. The damaged retractable band was replaced, the system was rebooted, and successful testing was completed. The system functioned as intended after the field service engineer repaired the device.